Event description:
It was reported that the customer experienced high blood glucose levels every time he/she changed the infusion set. His/her blood glucose level ranged from 306 mg/dl to 324 mg/dl. In the alarm history a button error alarm was found. The insulin pump might have been exposed to moisture. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.